Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, h6: clinical code, type of investigation the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-01-09 - equi, hum stem primary, press fit 9mm: (B)(6) 320-01-38 - equi reverse 38mm glenosphere: (B)(6) 320-10-00 - equi rev tray adapter plate tray +0: (B)(6) 320-15-01 - eq rev glenoid plate: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq rev torque defining screw kit: (B)(6) 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6) 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6) 320-20-26 - eq rev comps scr lck cap kit, 4.5 x 26mm: (B)(6) 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6) 320-38-00 - equi rev 38mm humeral liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced pain and reoccurring weeping wound in axilla. The blood markers also confirmed infection. As a result, the patient was revised, and a spacer was placed. Patient was last known to be in stable condition following the event. No further information available.